Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 11.2 mmol/l. The customer stated that the compromised force sensor system alarmed occurred during infusion set change and priming. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
No unexpected alarms noted. The pump passed the displacement, rewind and basic occlusion tests. Unable to prime the pump during the prime test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.